Event description:
It was reported that patient had issue with infusions set tubing on (B)(6) 2026 tubing gets pulled often or site gets bumped frequently.

Manufacturer narrative:
Based on the available information, this event is deemed to be reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site:3003442380.